Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 6:25pm. No activity outside of normal use was observed. The total daily dose appeared to be inaccurate due to a manual date change recorded in the black box from (B)(6) 2016 at 5:32pm to (B)(6) 2016 at 5:32pm. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24u after a 24 hour on 1u/hr basal duration test and no alarms were observed. The pump powered up with a horizontal green line along the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history totals did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.